Manufacturer narrative:
The event was identified and reported by FDA inspectors during a routine inspection of bacterin in 2012.

Event description:
Endotoxin testing on bacterin's osteoselect dbm putty is performed by an independent third party facility in accordance with a validated assay. Bacterin had discussed a re-testing option with the testing facility that bacterin considered to be consistent with the then active FDA's 1987 guidance on lal testing for endotoxins (guideline on validation of the limulus amebocyte lysate test as an end-product endotoxin test for human and animal parenteral drugs, biological products, and medical devices). Bacterin adopted this retesting policy on (B)(6) 2011. In the event of an initial endotoxin level failure, two successive assessments on the same sample could be performed. If the two successive tests passed, the initial failed assessment would be considered invalid and the sample deemed acceptable. After the (B)(6) 2011, withdrawal of the 1987 guidance document, bacterin's retesting procedure was not validated prior to acceptance and is associated with an observation in FDA warning letter sea13-10.